Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the esc button was working intermittently. The customer's blood glucose was unknown at the time of incident. The customer also reported that she was not able to do bolus due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no esc or act button response due to a flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. No cosmetic damage was noted.